Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had failed drawer which could not sense when opened or closed. The field service engineer changed the position sensor and latch sensor. The fse replaced the pmc board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer 4 failed hardware. The customer had tried to pop open all the drawers from the back using pyxis keys - no obstruction of note. The failure seemed like a vanc premix piggyback may have been in the way but was still failed after clearing that out. But the failure was still persistent. There were no adverse events or injuries reported based on this event.